Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, following a procedure, a spine clamp became damaged. The reported damage occurred following removal of the spine clamp from the patient. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.